Event description:
During a lung biopsy, the radiology interventionists shared that the biopsy gun misfired. There was no injury to the patient because the device was not in the patient at this time. The trigger mechanism did not fire when they tried to use it. The biopsy gun was given back to the manufacturer representative to submit to the company.